Event description:
Infusion complete without audible alarm or visual ie, no red indicator, no nurse call activated. Screen is scrolling "infusion complete", and it should be saying "infusion complete - kvo" with accompaning audible alarm and red light flashing. If not checked it will stay in this state indefinitely. The correct drug volume was infused, but has the potential to be detrimental to the pt with some types of infusions.